Event description:
Review of available programming history showed that high impedance was observed on patient's device. No known interventions have occurred.

Event description:
High impedance was continued to be observed. Clinic notes were received with referral for surgery. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator and lead replacement due to high impedance. The explanted lead was received. Analysis is underway but has not been completed to date.

Event description:
The reported ¿high impedance¿ allegation for the generator was not duplicated in the lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portions. During the visual analysis of the returned lead, the coil appeared to be broken in multiple locations. Scanning electron microscopy was performed and identified the areas as being mechanically damaged which prevented identification of the coil fracture type with pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed on the deposit observed on the marked connector boot and identified the deposit as containing silicon, phosphorus, sodium, magnesium, sulphur and calcium. With the exception of the observed discontinuities and outer and inner silicone tubing abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the lab, there is evidence to suggest discontinuities in the returned portions of the device.